Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that after the infusion set was inserted into the body, the steel guide needle broke off and remained in the tube of the cannula. Medical treatment was not necessary. The customer was able to remove the broken needle herself, as it was still in the cannula.